Event description:
It was reported that during routine follow-up, no pacing output and high impedance were observed on right ventricular channel of the pulse generator. The pocket was opened for revision. Once it was confirmed that the lead exhibited normal characteristics through an external pacing system analyzer, the device was explanted and replaced. Normal measurements were seen with the replacement device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal device characteristics.